Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the image was not displayed due to a bad cable unit and connector. Additionally, the cable failed the water leak test. Based on the investigation's results, the most probable cause was component failure, which is expected or random component failure without any design or manufacturing issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had no image when connected to the tower or monitor. The issue occurred during preparation for use for an unknown procedure. There were no reports of patient harm.